Manufacturer narrative:
Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2010.

Event description:
It was reported that over the past few months the patient felt dizzy. Interrogation revealed the right ventricular (rv) lead exhibited high and unstable thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.